Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported, approximately 3 years and 7 months post implantation of a 23mm sapien 3 valve in the aortic position the patient was presented with a severe aortic insufficiency (ai). The patient was treated with a valve-in-valve procedure with a 23mm sapien 3 ultra valve. The patient was reported as doing good post tavr.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed since relevant imagery or medical report was not provided for evaluation. Since the valve serial number was not provided, a review of the DHR and lot history was unable to be performed to determine presence of manufacturing non-conformance which could have potentially contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 3 years and 7 months post implantation of a 23mm sapien 3 valve in the aortic position the patient was presented with a severe aortic insufficiency (ai). The patient was treated with a valve-in-valve procedure with a 23mm sapien 3 ultra valve. The patient was reported as doing good post tavr". Despite of multiple attempts to obtain information, additional information for this case was not received. Due to insufficient information available, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective/preventive action nor product risk assessment (pra) is required.